Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Issue occurred before contact, and pump began charging again without changing charging supplies, so no further assistance was required.